Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position and the stylet inserted. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of dislodgement. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as the tip and helix of the lead were intact and appeared undamaged and resistance testing determined the lead was electrically continuous.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged as confirmed via x-ray and fluoroscopy. A revision procedure was performed wherein the physician extracted and replaced the ra lead with an alternate. No additional adverse patient effects were reported.